Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal clevis hub. There was no damage noted at the clevis. Failure analysis investigation also found the following unreported damages: there were scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. One grip was bent, causing side to side misalignment of the grips. There was a .046 offset at the tips, indicating overloading. The electrical continuity test was performed and passed. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed wire was sticking out underneath the jaws of the fenestrated bipolar forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.